Manufacturer narrative:
The suspect product is the compact test strip drum.

Event description:
Reporter alleged discrepant back to back blood glucose results of 418 mg/dl at 9:13 pm, 211 mg/dl at 9:15 pm, 193 mg/dl at 9:20 pm, 201 mg/dl at 9:22 pm, and 188 mg/dl at 9:31 pm on the compact plus system. Customer stated having low blood symptoms at the time of the comparison however, did not indicate the location of the testing. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.